Event description:
Customer complaint - limited data available. Customer experienced inaccurate readings after several tests. Customer attempted to contact the manufacturer but was unable to get ahold of them.

Event description:
Customer complaint - limited data available customer review complaint: " not accurate --- the product isn't seem to be accurate, tested my uncle after meal three times in a row in three minutes and got three different wide readings from 189-265mg/dl. Tried to contact the manufacturer but their webpag